Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4524, implantable pacing lead, (B)(6) 1999. (B)(4).

Event description:
It was reported that the atrial lead had low impedance which created high threshold. The device was reported to have early electiver eplacement indicator. The lead was capped. The device was explanted and replaced. No patient complications have been reported as aresult of this event.

Manufacturer narrative:
Product event summary: the device was returned, analyzed, and no anomalies were found.

Event description:
It was reported that the atrial lead had low impedance which created high threshold. The device was reported to have early elective replacement indicator. The lead was capped. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the atrial lead had low impedance which created high threshold. The device was reported to have early electiver eplacement indicator. The lead was capped. The device was explanted and replaced. No patient complications have been reported as aresult of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.